Manufacturer narrative:
The insulin pump was received with broken off/missing end cap, minor scratched lcd window, scratched case, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing motor. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 95 mg/dl at the time of the incident. The customer stated that the pump was broken at the battery hatch. The product was returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR¿ provided in the initial report were incorrect. The correct dates have been provided in this report.